Event description:
An issue with the abbott diabetes care (adc) application was reported. A customer reported that they attempted to scan a new sensor however, the app logged them out of their account and when they tried to reset the password, it was unsuccessful. The customer further reported experiencing a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who provided an unspecified treatment for the diagnosis of hypoglycemia. Adc customer service was able to reach the customer, who indicated that they were ¿not using the password requirements¿ however, they were later able to log back into the app. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported that their account was locked. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the app version, os and device make/model, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so product information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue with the abbott diabetes care (adc) application was reported. A customer reported that they attempted to scan a new sensor however, the app logged them out of their account and when they tried to reset the password, it was unsuccessful. The customer further reported experiencing a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who provided an unspecified treatment for the diagnosis of hypoglycemia. Adc customer service was able to reach the customer, who indicated that they were ¿not using the password requirements¿ however, they were later able to log back into the app. There was no report of death or permanent injury associated with this event.